Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation, however it could not be investigated for the reported issue of ceases to function. Confirmation of the complaint was undetermined . The root cause could not be determined.